Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced dyspareunia, exposure mesh, hematuria, incontinence, dysuria, pain, bleeding, scarring and infection. A revision of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.